Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic plastic surgery, when the clip applier was pass through, the inside of the circular seal piece of the trocar pulled off the trocar and into the patient. All pieces were retrieved from the inside of the patient. It was reported that three sets of the device from the same lot number were damaged or defective the same way. The procedure was finished as planned. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three devices. The visual inspection of the returned product noted that the expandable sleeves were frayed at the distal ends. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelope seals to become stretched. Pmv performed functional testing; the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.